Event description:
It was reported that this right ventricular (rv) lead was capped due to unknown reasons. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was capped since it was decided to cut the lead during opened heat surgery; however, there were no malfunction associated to the device and after it was cut, the lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This event is no longer reportable since it was decided to cut the lead during opened heat surgery; however, there were no malfunction associated to the device and after it was cut, the lead was replaced. No additional adverse patient effects were reported.